Event description:
It was reported that the nurse call is not working in room. No adverse consequences were alleged.

Manufacturer narrative:
Manufacturers investigation determined that the bed exit was not alarming properly due to the improper pinout set up on the bed. The bed was, however; built properly to the work order. Pinouts received internally did not match the user facilities system.